Event description:
On 06 dec 2007, the sales rep reported that during an anterior cervical one level discectomy, the secure ring broke. Add'l info received via telephone, on eight days later, the sales rep reported that the surgeon undersized the plate and when the surgeon attempted to angulate the screws, on the last screw the secure ring popped out. The surgeon then had to take out the screws and use another plate. The intervention extended surgery time about five mins. There was no reported patient injury.

Manufacturer narrative:
Request have been made to obtain the product. Evaluation is pending upon the return of the product.